Event description:
Due to conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The pt's friend reported that the pt was admitted to the hosp in 2001 after a day of illness and constant vomiting and not sleeping for a day and a half. It was reported that there was an unknown diagnosis, however, it is felt by the rptr that the pt was suffering from ketoacidosis. Pt's dr felt pt had a "flu bug". Pt's readings on pt's fasttake meter on the day of admission were between 3.7 and 9.6 mmol/l. The meter was compared with a hosp meter and the lab, with results of 9.6, 18-19 and 17.6 mmol/l respectively. The pt was kept in the ER overnight for observation and treated with humalog insulin and IV fluids with gravol to settle pt's stomach.